Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery the patient underwent an implant procedure due to hydrocephalus on (B)(6) 2016. According to the report, prior to surgery, the delta chamber of the device was found to be ruptured. Reportedly, the device was replaced with a new one to complete the procedure and the patient was well.